Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The customer reported that the patient presented with progressive lethargy and occasional confusion. A CT scan revealed a small subarachnoid hemorrhage. The patient was admitted to the ICU but showed worsening cardiogenic and vasoplegic shock. The family elected to withdraw support. Sedation was increased and vasoactive drugs, lvad, hemodialysis and ventilator were discontinued and the patient expired. The pump was reported to have been operating as intended and the event was not believed to be device related. The pump was not explanted and was not available for evaluation. Bleeding, stroke, and death are listed as adverse events that may be associated with the use of the left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that post implant, the patient had a chronic driveline infection with corynebacterium and was treated with amoxicillin and doxycycline. He also had a history of bacteremia with staphylococcus epidermidis. The patient presented with one week of progressive lethargy and occasional confusion. A small subdural hematoma was found on a CT scan and his inr was 2.2. The patient was then transferred to ICU for fresh frozen plasma and frequent neurological checks. The patient remained sedated and intubated, and was on high ventilator settings. His condition deteriorated with cardiogenic and vasoplegic shock with increased pressor requirement. The patient was on maximum dosages of norepinephrine, phenylephrine and epinephrine. The family elected to withdraw care and the patient expired that evening.